Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic, when non-sustained right ventricular oversensing episodes were noted. Episodes were caused by intermittent noise on the v bipolar channel. No intervention was performed. Patient will be monitored.

Event description:
New information received notes stored egms noted one episode in vf zone with aborted shock and multiple episodes of non-sustained ventricular oversensing. The lead was explanted and replaced. The patent was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
The optim sheath was found damaged at 44.5 cm from distal tip consistent with bending. X-ray revealed that the inner coil was found fractured at 44.5 cm from distal tip. Sem evaluation verified that all eight filars of the inner coil were fractured. This is consistent with the field observation of non-sustained right ventricular oversensing and intermittent noise.